Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to subfascial space demonstrating a glassy appearance, consistent with a vented fusion, staining of the tissue consistent with metallosis, minimal corrosion on the trunnion, weak underlying acetabular bone which was very soft, and an inferior broken osteophyte. The femoral stem and femoral sleeve are being added to the complaint.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain and high concentrations of various metallic elements in blood after asr hip implant.